Event description:
Boston scientific was notified that during an external carotid artery occlusion, the balloon leaked when the balloon was dilated at the lesion. Another product was used and procedure was completed. Upon evaluation in 10/2003 the product was found to be ruptured, therefore this complaint was filed with the FDA.